Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor. During the investigation it was confirmed that sound was coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx800 patient monitor. It is unknown if sound was coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.